Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was the cup blinded with the inserter. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and found acceptable. The devices were returned to manufacturer for examination and device evaluation anticipated not yet begun at djo surgical. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to the instrument IFU. A review of the device history record (DHR) revealed, when released for use, met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There was one complaint against this lot number. Summary of complaints : 9 - functional; 8 - dull/worn; 38 - threads damaged/galled; 1 - weld; 2 - instrument damaged the implant; 3 - bent; 125 - broke/cracked/damaged; 1 - hardware missing/lost; 1 - device cracked/broke; 1 - other; 3 - end of life; 88 - blank. The root cause of this complaint was while inserting the cup into the acetabular, the cup blinded with the inserter causing the cup not to be able to be removed from the inserter. This event is attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Instrument failure - while inserting the cup into the acetabular, the cup blinded with the inserter causing the cup unable to remove from the inserter.